Event description:
It was reported that a pta balloon separated from the catheter shaft while being used to dilate a stricture located just beyond a 20f gastric tube. The physician then removed the gastric tube, the guidewire and two portions of the pta balloon dilatation catheter from the pt without further incident. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint to date for this lot number. The complaint sample has been returned and the investigation is currently underway.